Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test and no damage to the conductor wire insulation was observed. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the broken/loose cable was detected from the fenestrated bipolar forceps (fbf) instrument immediately after docking. The procedure was otherwise completed with no reported injury.